Manufacturer narrative:
The root cause could not be determined conclusively. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction, etc. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A customer reported suction was lost during raster in a lasik procedure. This occurred after the laser had fired. The flap was completed using another patient interface.